Event description:
Litigation papers allege: on or about (B)(6), 2004, patient was implanted with a depuy pinnacle mom hip implant on the right side. Patient suffered from severe and persistent pain, and trouble balancing while standing. There is no mention of revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/22/16 & 3/2/16 medical records received. Medical records reviewed for MDR reportability, medical records reported patient had a cerebellar mass with moderate hydrocephalus that was causing headaches and balance loss. The other medical records are for a left hip arthroplasty that it is unknown if depuy components were involved in primary surgery and is not being reported. There was no information related to the right hip arthroplasty within the medical records reviewed at this time.the unknown pinnacle hip component is being changed to an unknown liner and an unknown femoral head will be added for pain. The complaint was updated on: mar 7, 2016.

Manufacturer narrative:
Additional narrative: depuy synthes has been informed that the catalog number and lot number is not available. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.